Event description:
A malfunction alarm labeled as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer acknowledged and understood.